Manufacturer narrative:
The reported inability to communicate with the device was confirmed in the laboratory and was due to low battery voltage. No source of high current was found throughout testing. The battery was sent to the vendor for further analysis. No anomalies were found that would cause battery depletion. The cause for the battery depletion could not be determined.

Event description:
It was reported that the device could not be interrogated. The device was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.